Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor passed motor test. Pump received with normal operating currents. No unexpected batt out limit alarm noted. Unable to perform the a21 error test due to motor error alarm. No unexpected countdown during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was performed. The device was returned for analysis.